Manufacturer narrative:
No medwatch form was received.

Event description:
Inappropriate therapy and oversensing on the ventricular lead was reported. The event was clinically resolved by decreasing the ventricular sensitivity. In 2008, the lead was explanted.